Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt informed the sales rep that post implant she developed partial paralysis of the upper extremities and was subsequently placed in rehab. The pt has regained some use of her right hand. The system is still implanted. No other information is currently available.